Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that caller said that it was "5-6 years ago" that the device was not working that great and that the battery had expired. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller said the patient's device hasn't worked very well for the patient, so he hasn't been using it. It is no longer functioning so the patient wants it removed. The caller wants to know MRI implications for partial device removal versus complete device removal. It was also noted that the patient had a lot of weight loss and the implant shifted. No further complications were reported. No additional patient symptoms were reported.